Event description:
The facility reported a colleague infusion pump with a channel a error 810:11. The event was reported to have occurred during programming/setup in the emergency room. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant alarm was neither confirmed nor reproduced during product evaluation. However, quality engineering did confirm failure code 812:02. The root cause of this problem was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. Additional information: a device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.